Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Part of the cautery tip came off in the patient. The silicone sheath broke apart, no issue with the heater wire that was reported. After approximately 75% of the branches had been cauterized. No harm was caused to the patient; no extended delays were experienced in the case. The piece was retrieved using the jaws of the cautery and saved. A second evh kit was opened and used to complete the harvest without further incident.

Manufacturer narrative:
(B)(4). The lot # 25155446 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/04/2021. A photograph was provided by the account. A photographic inspection was conducted. The silicone insulation on the cold jaw was observed to be peeled away, exposing the cold metal jaw. Charred material was observed on the base of the jaws. An investigation was conducted on 03/11/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the hot jaw. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on the cold jaw was observed to be peeled off from the base of the cold jaw to the center of the cold jaw, exposing the cold metal jaw. The detached silicone insulation was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Part of the cautery tip came off in the patient. The silicone sheath broke apart, no issue with the heater wire that was reported. After approximately 75% of the branches had been cauterized. No harm was caused to the patient; no extended delays were experienced in the case. The piece was retrieved using the jaws of the cautery and saved. A second evh kit was opened and used to complete the harvest without further incident.